Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center experienced a b30 scope communication error. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. As a result, it was also reported that there was few minutes delay in the procedure. The biomedical engineer reported that the facility cleaned the gold contact on the scope and the error was no longer there. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was not returned to olympus for inspection. Therefore, the customer's complaint could not be confirmed. Based on the results of the investigation. And since, the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.